Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed 3 motor error alarms in a row. Customer's blood glucose was 121 mg/dl. Customer reported the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose protruded drive support disk. Unable to test for prime test and occlusion test due to motor error alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.